Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable retaliations - and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 11, 2015. The actual device and retention sample were visually inspected and no breaks were found. Gas performance testing was then conducted according to the factory's protocol: bovine blood (1lb 12.0 g/dl, temp 37c, pill: 7.4, svo2: 65% and pvco2:45mmhg) was circulated in the oxygenator mobile under the following conditions: @ v/q=1, fio2=100% and the low rate of sl/min and 3l/min. Result: o2 addition: @5l/min=308ml/min@3l/min=204ml/min. Co2 removal: @5il/min=212ml/min @3l/min=146ml/min. No anomalies were found in either device. A review of the device history record confirmed there were no production related problems. A definitive root cause was not determined but has been attributed tot he gas flow rate being raised under a lowered blood temperature causing the co2 to dissolve in the blood and making it difficult to remove.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, there were issues with co2 removal. Patient was weaned off cpb without incident. No known impact or consequences to patient. Product was not changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).